Event description:
A pump alarm, specifically alarm 20, was reported during the load process. There was no adverse impact on the customer's blood glucose level. Tandem technical support instructed the customer to replace the pump with a new one and confirmed the use of multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was informed about the need to replace the pump, and tandem provided instructions for returning the faulty pump, including allowing the battery to deplete before shipping.